Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot 22279 was returned and analyzed. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter was used for 16 applications on the date of event. The balloon catheter failed the performance test due to prompt temperature decreases and temperature fluctuations during ablation only. The inflation test showed a guide wire lumen kink under the balloon segment. Dissection and pressure testing revealed a pull wire guide seal leak. In addition, checking the injection tube under a microscope showed cracks at the transition between the coil and straight section. In conclusion, the balloon catheter failed the returned product inspection due to the cracked/torn injection tube, a leak at the pull wire guide seal and a kinked guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.